Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited sudden increase in the impedance measurements, measuring greater than 2500 ohms on the right atrial (ra) channel. Upon review, there was noise and oversensing with isometrics. Technical services (ts) recommended programming options. The patient was being sent for x-ray imaging and the plan was for lead revision. This device is currently in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. The patient also reported symptoms of low heart rate and fatigue. No additional patient adverse effects were reported. This device is expected to return for analysis. Additional information received indicated that this device exhibited inappropriate anti-tachycardia pacing (atp) due to right ventricular (rv) lead fracture.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. This report contains additional information in section b5 describe event or problem and section h6 device codes. This report captures additional information of the explant of this device and impact on the patient. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes. This report captures additional information of the explant of this device and impact on the patient. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited sudden increase in the impedance measurements, measuring greater than 2500 ohms on the right atrial (ra) channel. Upon review, there was noise and oversensing with isometrics. Technical services (ts) recommended programming options. The patient was being sent for x-ray imaging and the plan was for lead revision. This device is currently in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. The patient also reported symptoms of low heart rate and fatigue. No additional patient adverse effects were reported. This device is expected to return for analysis. Additional information received indicated that this device exhibited inappropriate anti-tachycardia pacing (atp) due to right ventricular (rv) lead fracture.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited sudden increase in the impedance measurements, measuring greater than 2500 ohms on the right atrial (ra) channel. Upon review, there was noise and oversensing with isometrics. Technical services (ts) recommended programming options. The patient was being sent for x-ray imaging and the plan was for lead revision. This device is currently in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited sudden increase in the impedance measurements, measuring greater than 2500 ohms on the right atrial (ra) channel. Upon review, there was noise and oversensing with isometrics. Technical services (ts) recommended programming options. The patient was being sent for x-ray imaging and the plan was for lead revision. This device is currently in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. The patient also reported symptoms of low heart rate and fatigue. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited sudden increase in the impedance measurements, measuring greater than 2500 ohms on the right atrial (ra) channel. Upon review, there was noise and oversensing with isometrics. Technical services (ts) recommended programming options. The patient was being sent for x-ray imaging and the plan was for lead revision. This device is currently in service. No adverse patient effects were reported.